Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (unknown) (15 mg/ml at 2.796 mg/day) via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) stated that the patient had a pump replacement due to normal battery life and came in for their normal refill on june 18th and noted that the pump area was sensitive and tender. The hcp stated that the patient called their office on july 20th and started reporting multiple events. The hcp stated that the patient said, on july 18th, they had been experiencing really bad nausea, diarrhea, and hurting everywhere. The hcp stated that prior to that, on thursday, july 15th, she had gone for her second injection with another doctor and they had increased her steroid injections and on sunday, she started feeling sick. The hcp stated that they saw the patient on july 23rd the patient was telling her about her experience. The patient reported pain and numbness of the shoulders. The patient reported something in the groin and buttock area, late friday, july 16th, which made them have to change their undergarments multiple times. The patient told the hcp about their experience on sunday july 18th when she had to go to the emergency room (ER) with terrible headaches more than a migraine, temperature of 101, nausea, diarrhea, and pain. In the hospital, they ran labs and didn't show any abnormalities. The hcp stated that the patient went to the ER and they gave her 3 doses of ativan, multiple medications, including dilaudid and IV fentanyl and her symptoms improved. The hcp stated that the ER doctor told her to get the pump checked out because they thought they were going through withdrawal.  The hcp stated that they checked logs and did an x-ray of abdomen and back and they were normal. The hcp stated that on july 29 patient reported tenderness around the pump and stinging. The hcp stated that the pump itself was tender on the top, and it hurts, tightness between the pump and the skin and sometimes she feels a sharp pain in the area that causes her to put her hand over the pump as an automatic reaction. The hcp stated that the patient was now feeling it up to the waist, feels like they got stung and extends to the tubing connection. The hcp stated that they started that patient on oral gabapentin. The hcp stated that in aug 11 patient had another episode but didn't go to the ER but took a percocet and felt better. The hcp stated that a CT-scan of the abdomen was done on aug 21, which showed dilation of the hepatic duct but nothing abnormal was seen regarding the pump or catheter. Follow up additional information received form the company representative (rep) stated that the hcp stated  the patient had been throwing up after the refill and later became drowsy.  The rep stated that the physician recommended they access the pump. The hcp stated that while they was prepping for the refill, the patient went into deep sleep and was aroused only when screaming her name. The hcp stated that they was able to aspirate only 3ml from the pump. The hcp stated that they was sure they did not perform a pocket fill. The hcp stated that they was pulling back after injecting every mls and the medication was coming out and they also felt metal. The hcp stated that the patient's blood pressure (bp) was through the roof and their lips were blue. The hcp stated that they gave them narcan and called 911. We reviewed again troubleshooting over infusion by removing all the drug from the reservoir and the internal system by aspirating through catheter access port (cap). The hcp wanted the events updated in the notes per the managing physician. The hcp asked for assistance programming the pump to stopped pump mode. Pump was updated to stopped successfully. The hcp stated  that the patient came in for a refill today and had a really bad cramp in her leg when they were taking her blood pressure. The hcp stated that there was a volume discrepancy today, they expected 3.1ml and got nothing but air the first time they accessed the pump. The hcp stated that the fifth time they accessed the pump, they pulled out blood in the needle and the syringe. The hcp changed the needle, and when they poked again, the patient screamed. The hcp stated that it was a little bit difficult to push in the medicine and patient was feeling an itching, burning sensation. The hcp stated patient lost weight and the pump was close to the skin. The patient asked the hcp to keep the needle from moving while injecting. When hcp removed the needle, the patient screamed because it was burning as if someone put a lemon over a cut. The hcp stated that the sight looked red, it looked like it could have been a pocket fill but sure it wasn't because they was checking. The hcp stated that the patient started throwing up while in the clinic after the refill. Technical services (ts) reviewed potential differences in flow rate accuracy from pump to pump. The hcp stated that at one point they had done a dye study on the patient, and it was normal. Ts reviewed if there would have been a kink or occlusion in the catheter, we would expect that there to be more medication. Ts reviewed the option of bringing the patient back in a few weeks to check for volume discrepancy. Ts reviewed that another option to check for over infusion was to remove all the drug from the system and run only saline and manage the patient orally. The patient called the doctor and reported back pain to him and said that the doctor had put them on an opioid patch a few weeks ago. The hcp asked if they could reprogram the pump after it's been filled. Ts reviewed reprogramming the pump to a dose they find appropriate and continue to monitor for volume discrepancy. The hcp was worried about there being air. Ts explained that the pump has a valve that locks and they were able to put all the medication in the reservoir. The hcp stated that the patient was going to see the physician tomorrow. Follow up additional information stated that the hcp called back for a code to shut the pump off. The code was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the pump was explanted and will be sent back for analysis.

Manufacturer narrative:
The pump and catheter were returned. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.